Event description:
Pt reported that their blood glucose increased, so they went to the e.r. Where their blood glucose was tested (result=560mg/dl). The pt was placed on an insulin IV -- they were given 30 u of insulin.